Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lower pelvic pain"), genital haemorrhage ("abnormal bleeding") and noninfective oophoritis ("inflammation of the ovaries/ovary swelling") in a 32-year-old female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2014. Concomitant products included anovlar (loestrin). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), noninfective oophoritis (seriousness criterion medically significant), arthralgia ("pain: joint"), the first episode of abdominal pain ("abdominal pain") and ovulation pain ("ovulation pain"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), the second episode of abdominal pain ("abdominal pain") and hot flush ("nightly hot flashes"). The patient was treated with surgery (a bilateral tubal reconstruction to remove the essure devices). Essure was removed on (B)(6) 2014. In (B)(6) 2015, the pelvic pain, genital haemorrhage, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge and arthralgia had resolved. At the time of the report, the back pain, abdominal pain lower, dyspareunia, alopecia, fatigue, migraine, procedural pain and headache was resolving and the dysmenorrhoea, hot flush, anxiety, weight increased, noninfective oophoritis, hormone level abnormal and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, noninfective oophoritis, ovulation pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: vagina discharge, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("lower pelvic pain"), genital haemorrhage ("abnormal bleeding") and noninfective oophoritis ("inflammation of the ovaries/ovary swelling") in a 32-year-old female patient who had essure (batch no. A20060) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2014. Concomitant products included anovlar (loestrin). On (B)(6) 2012, the patient had essure inserted. In february 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety"), noninfective oophoritis (seriousness criterion medically significant), arthralgia ("pain: joint"), the first episode of abdominal pain ("abdominal pain") and ovulation pain ("ovulation pain"). In march 2013, the patient experienced alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). In june 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), the second episode of abdominal pain ("abdominal pain") and hot flush ("nightly hot flashes"). The patient was treated with surgery (a bilateral tubal reconstruction to remove the essure devices). Essure was removed on (B)(6) 2014. In january 2015, the pelvic pain, genital haemorrhage, the last episode of abdominal pain, vaginal haemorrhage, menorrhagia, vaginal discharge and arthralgia had resolved. At the time of the report, the back pain, abdominal pain lower, dyspareunia, alopecia, fatigue, migraine, procedural pain and headache was resolving and the dysmenorrhoea, hot flush, anxiety, weight increased, noninfective oophoritis, hormone level abnormal and ovulation pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menorrhagia, migraine, noninfective oophoritis, ovulation pain, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62.585 kgs. Current weight 145 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patients medical record: vagina discharge, dysmenorrhea." Most recent follow-up information incorporated above includes: on (B)(6) 2018: the reporter information was updated. Her demographic was updated. This case concern 32 year old patient. Lab data was added. Historical conditions was added. Following events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), nightly hot flashes, headaches, anxiety, vaginal discharge, weight gain, inflammation of the ovaries/ovary swelling, pain: joint, abdominal pain, hormonal changes, ovulation pain were added. Following essure removal headaches decreased whereas abdominal pain, lower pelvic pain, joint pain, abnormal bleeding and vaginal discharge resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), abdominal pain lower ("cramping"), dyspareunia ("pain during intercourse"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (a bilateral tubal reconstruction to remove the essure devices). Essure was removed on (B)(6) 2014. On (B)(6) 2014, 2 years 2 months after insertion of essure, the patient experienced procedural pain ("following the surgery, plaintiff suffered a painful post-operative recovery"). At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain lower, dyspareunia, abdominal pain, alopecia, fatigue, migraine and procedural pain was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, fatigue, genital haemorrhage, migraine, pelvic pain and procedural pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.